Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This file was created to document 4y follow up post-op cancer details reporting "mastectomy" in imedidata. [Adverse event review clinical note and patient coding verification]: coding was verified on may-29-2024 per 100553403 and 100553401 with the available information about the reportable event. During the 4 year follow-up visit the patient reported the following: ¿mastectomy¿. At this time, mentor has received very limited information regarding this event, from the information provided, the nature of the operation performed is not clear. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent revision-augmentation surgery with mentor glow study gel devices on (B)(6) 2019. Adverse event # 1. Trauma due to horse kick, (left side, implant serial number: (B)(6). Doi: (B)(6) 2019, doe: (B)(6) 2022). On (B)(6) 2022, she presented with trauma due to horse kick, which required device removal on (B)(6) 2022. On (B)(6) 2022, she presented with baker iii capsular contracture, patient dissatisfaction with appearance, which required device removal on (B)(6) 2022. The principal investigator assessed this event as mild in severity, non-serious, related to the device. H6 health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).